Manufacturer narrative:
Citation:panagiotis, antiochos, md article title: endovascular management of heavily calcified abdominal aorta dissection during transcatheter aortic valve implantation journal title: cardiology journal 2016: vol. 23, no. 6, 655¿656; 10.5603/cj.2016.0107. Earliest date of publish used for event date. No unique device identifier (serial) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding endovascular management of heavily calcified abdominal aorta dissection during transcatheter aortic valve implantation in (B)(6) year-old female patient with diabetes mellitus, chronic kidney disease, porcelain aorta, and previous mitral valve replacement who underwent implant of a medtronic corevalve® (serial number not provided). The first aortic prosthesis (29 mm) was implanted too high above the native aortic annulus, resulting in severe paravalvular leak (pvl). A second valve was successfully implanted valve-in-valve as a rescue strategy to restore hemodynamics and secure the first valve, with an excellent final result resolving the regurgitation. Multiple passages and manipulation of the valve delivery systems within tortuous peripheral axes resulted in a fluoroscopically visible vertical displacement of the heavily calcified abdominal aorta. Contrast aortography ruled out active bleeding and showed traces of bilateral dissection in the abdominal aorta wall. Using the same transfemoral access, a covered stent graft was successfully implanted across the dissection site, sealing dissection traces and restoring alignment of the abdominal aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.